Event description:
Treatment of a right distal pca (posterior cerebral aneurysm) aneurysm. Post pipeline deployment, there was a slight dissection of the vessel and two additional enterprise stents were placed in that location. No other injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).